Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: "the guidewire of the first catheter bends and does not move; the guidewire of the central access expanded and broke during the procedure requiring 3 accesses".

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation. The guide wire was unraveled and showed evidence of use. Visual examination revealed the guide wire is unraveled from the distal end. Both the distal and proximal ends of the core wire break are protruding out of the coil wire. Microscopic examination of the guide wire confirmed the core wire was broken approximately 29mm from the distal weld. Both welds appeared full and spherical. The major kinks in the guide wire body were measured at 10mm and 140mm from the proximal tip. The two segments of core wire measured 573mm and 30mm totaling 603mm, which is within the specification of 596-604mm per guide wire product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.796mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage to the returned guide wire. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken approximately 30mm from the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: "the guidewire of the first catheter bends and does not move; the guidewire of the central access expanded and broke during the procedure requiring 3 accesses".

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: "the guidewire of the first catheter bends and does not move; the guidewire of the central access expanded and broke during the procedure requiring 3 accesses".